Event description:
It was reported during a laparoscopic cholecystectomy procedure, the surgeon fired the clips the device was difficult to open. They were able to pull off the device from the gall bladder by manipulating the device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.